Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device is leaking from the base of the tube and cannot be filled. This occurred during priming. There was no patient involvement.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the tube luer bond junction of the cassette was leak tested per manufacturing specifications. A leak was observed at the tube luer junction. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. The probable cause is due to a solvent application error during manufacturing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.